Event description:
While raising a pt's bed the oxygen outlet was hit by the bed. The outlet was sheared off the rail system. The force of the air blew the outlet and nebulizer that were in use across the room. No one was injured. (All air to the unit had to be shut off to repair outlet.)